Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine annual pulse generator check. Upon interrogation of the device, it was discovered that the atrial lead exhibited noise oversensing. Pocket manipulation test was performed and found that the noise was reproducible. The lead performance remained stable and the patient was scheduled for continued monitoring. No intervention was performed at this time. The patient was asymptomatic throughout the event.